Event description:
It was reported that at the most recent device replacement procedure, the non-boston scientific right atrial (ra) lead exhibited insulation damage that was repaired during the procedure. Following the implant procedure, the right ventricular (rv) lead exhibited high and low out-of-range pacing impedance measurements (>2000 ohms and <200 ohms, respectively). Additionally, the shock impedance measurements were high and out-of-range (>200 ohms). The physician suspected that the rv lead conductor had fractured resulting in the impedance change. The physician disabled shock therapy and a system replacement procedure was scheduled. The device was explanted and replaced with a new device. The ra lead and rv lead were surgically capped and replaced with new leads. A portion of the rv lead was explanted and will be returned alongside the explanted device. The patient was stable with no additional adverse patient effects.